Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm was confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The drive support disk was inspected and no anomaly was noted. It passed the rewind basic occlusion, prime and displacement tests. The device was received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 219 mg/dl. Troubleshooting was performed. The customer stated that the device was not exposed to a magnetic field and the drive support cap was recessed. The customer was unable to complete the rewind sequence. The insulin pump was returned for analysis.